Event description:
Pt states that the memory recoil ring broke and bent in half inward into her abdomen. When the device bent, it crimped and damaged her nerves and "tethered" her uterus and pulled it to the right side. Pt states that she had great pain and several surgeries to remove the device. Pt states the broken part of the ring was the cause of her pain.